Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh removal in 2002 and revision for sui in 2003 due to erosion. It was further reported that the patient underwent revision due to prolapse in (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2004.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 8/23/2017. It was reported that following the procedure patient experienced recurrent urinary tract infections, enterocele, cystocele and stress urinary incontinence.